Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported that on an unreported date, the patient¿s peritoneal dialysis (pd) catheter was removed and pd therapy was discontinued. The physician¿s plan is to reinsert the pd catheter after two months. Current mode of dialysis was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with meronem, intraperitoneally (1 gram, next exchanges, than 250 milligrams in each exchange). At the time of this report, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. Additional information was requested, but is not available at this time.